Event description:
Cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the discoloration, recommended repair, and was provided a quote by cardioquip service on (B)(6) 2022 via email. However, the customer has not responded to the recommendation as of the date of this report.